Event description:
It was reported the patient presented to the hospital. Upon interrogation, prior to the procedure, it was noted that the implantable cardioverter defibrillator - ICD exhibited far p-wave oversensing. The ICD was explanted and replaced. The patient was in stable condition throughout the procedure.